Event description:
Extracorporeal membrane oxygenation (ECMO) machine alarmed. Rn presented to room and immediately presented to room and was air seen in ECMO cannula. Rn clamped cannula and upon further review of the system, a crack in the cannula was noted. Patient taken emergently to or for femoro-femoral veno-venous ECMO cannulation.